Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent esc button response due to corroded keypad traces. The insulin pump was had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
The customer reported via phone call that they received a button error alarm when they were trying to suspend the insulin pump. The customer's blood glucose was 82 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.